Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. This report was submitted to correct the conclusion code.

Event description:
It was reported that a sales representative noticed the patient was scheduled for a full system removal. A few days later, the right atrial (ra) and right ventricular (rv) leads were explanted/replaced and the patient received intravenous antibiotics. The representative later stated via email that the physician suspected the patient experienced a perforation leading to a rising right ventricular threshold trend. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a sales representative noticed the patient was scheduled for a full system removal. A few days later, the right atrial (ra) and right ventricular (rv) leads were explanted/replaced and the patient received intravenous antibiotics. The representative later stated via email that the physician suspected the patient experienced a perforation due to a rising right ventricular threshold trend. No additional adverse patient effects were reported.